Manufacturer narrative:
The field service engineer (fse) noted the fluid leaked out from the bottom of the instrument and onto the counter. The fse discovered loose tubing at the blood sampling valve (bsv) port 7. The fse replaced the tubing and resolved the issue. Service activity was verified per the established procedures. Results conformed to the published performance specifications. (B)(4).

Event description:
The customer reported approximately two milliliters of fluid leaked inside the instrument prior to system shutdown involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.